Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the reason for explanting the 26 mm sapien 3 thv 2 years and 1 month post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 2 years and one month post implantation of a 26mm sapien 3 valve in the aortic position with the 26mm commander delivery system and 14f esheath set, the device was explanted. A 25mm surgical valve was implanted in the aortic annulus. The reason for the valve explantation is unknown at this time.

Event description:
As reported by patient implant registry department, approximately 2 years and one month post implantation of a 26mm sapien 3 valve in the aortic position with the 26mm commander delivery system and 14f esheath set, the device was explanted due to unknown reasons. A 25mm surgical valve was implanted in the aortic annulus. Per medical records review, the patient presented with complaint of severe fatigue of 3 months duration, lack of appetite and the patient was admitted for further workup. The patient was found a gram-negative bacteremia, resulting in aortic prosthetic valve endocarditis, cerebral septic emboli, and splenic infarction. An echocardiogram performed reported an abnormally functioning bioprosthetic valve in aortic position, 1mm mobile vegetation is seen on the non-coronary cusp (ncc), no indication of valve regurgitation. The patient underwent removal of the infected s3 valve and tissue aortic valve replacement. Per the surgeon, the s3 valve was found to have a large amount of vegetative material on all three leaflets. Cultures were taken. The valve was removed, and the annulus was debrided. A surgical valve was successfully implanted. The patient was discharged on pod-12 to home in stable condition.

Manufacturer narrative:
Correction to section b5 based on review of medical records. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. In this case, the valve was explanted approximately 2 years and one month post tavr procedure due to late endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.